Event description:
It was reported that the pump display had "colorful lines", affecting ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.